Manufacturer narrative:
A boston scientific technical services consultant informed the caller that the higher outputs could have an impact on device longevity. The consultant also explained how the gas gauge functions. Further troubleshooting was discussed which will be reviewed with the physician. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information evaluation of this pacemaker noted the gas gauge was at beginning of life (bol), however, longevity remaining was at two years. Atrial output was programmed to 4.5 v at 0.5 ms due to high thresholds.